Manufacturer narrative:
This report reflects two (2) unk cypher select products implanted in the same artery. Note: cypher select is not distributed in the u.s.; however, it is similar to us cypher product.

Event description:
This patient was admitted for coronary intervention and had two unknown cypher select stent placed in the proximal lad. Approx. 3 1/2 months later, the patient was re-hospitalized for a planned cholecystectomy. In anticipation of this surgery, the patient's anti-platelet therapy was discontinued for one week prior to the admission. During the surgery, the patient experienced a bleed. The patient was then sent to a recovery unit and began to complain of chest pain. An ECG confirmed an acute myocardial infarction. The patient was taken back to the cath lab and underwent emergent angioplasty with good results. Add'l patient, procedural, and product info has been requested and will be submitted within 30 days of receipt.